Event description:
During a pfa procedure, an air leak was noted from the sheath when the volt catheter was inserted. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient.